Event description:
In the afternoon my insulin pump malfunctioned. Sometime in the afternoon an inordinate amount of insulin was injected without any warnings. Consequently, I quickly became unconscious. Luckily, a neighbor came to check on me and found me unconscious. Unable to wake me, she called another neighbor -who is a registered dietician- and she too was unable to wake me. They called the local rescue squad and about 4 or 4:30 they came and injected me with a fast acting dextrose solution and transported me to the local hospital. Sometime during the ordeal I briefly stopped breathing. My husband met the rescue squad at the hospital and he suspended my pump but did not disconnect it. From 5 pm until 7 pm my bg fluctuated from 10 to 200 -- 200 immediately after a dextrose injection and then it would plummet to 10. At 7 pm the hospital decided to do a brain scan and during one of my awake periods I told them to disconnect my insulin pump so that it would not be scanned. From that point on, my bg gradually rose to the 40 - 60 range. At 10 pm I was discharged from the ER with a bg of 60. From 10 pm until 5 am I checked my bg hourly and it stayed in the 40 - 60 range. Around 5 am it gradually rose to the 60 - 120 range. In the morning I rechecked my pump and found that almost all of its insulin was gone. I called medtronic and a technician told me approximately 88 units were missing -previous day's use and amount remaining.